Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl) with a trace level of ketones and boluses via the pump were delivered to address the bg level. The current bg was 238 mg/dl. The cause of the high bg was not known. As the high bg had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the high bg.